Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The father of a customer reported via phone call that the insulin pump keypad is stuck and the buttons are not responsive. Customer also indicated that the pump alarmed button error twice. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No damage or moisture damage was found on the keypad assembly, unlocked printed circuit board keypad connector or stuck button alarm noted during our testing. The insulin pump passed the leak test, self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.